Manufacturer narrative:
(B)(4). Customer returned pump for alleged low bgs found on 15-june-2022.the pump passed the displacement test, rewind test, prime/seating test, force sensor test, occlusion test, sleep current test, and active current test. The pump passed the displacement accuracy test at 0.0873 inches. The pump failed the self test due to an appearance of pump error . Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. In the long trace, pump error 63 appears on the event date of 15-jun-2022 at 2:00:32 pm (variable info: 3). Pump was cut open to perform visual inspection and found dried insulin - motor slide and moisture damage on the battery tube. The following were noted during visual inspection: scratched case, missing display window/cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, overlay scratched, corroded battery tube, and broken belt clip rails. Unable to verify customer's complaint for low bgs. Pump error (variable info 3) was confirmed during testing due to broken trace at pins #6 sda and #1 vdd on u1 keypad assembly. Moisture damage was confirmed found in the battery tube. Dried insulin - motor slide was confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they were able to clear alarm and able to completed rewind process. Customer also experienced low blood glucose level. No harm requiring medical intervention was reported. The device was returned for analysis.